Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. On the (B)(6) 2016 the device records a configuration error with a nonsensical duration. Information from the technical log records that on this occasion the shock key was recorded as being pressed during the self-test. An additional two self-tests fails were recorded up to the (B)(6) 2016. The device was disassembled for further investigation. Investigation found the reported fault was caused by the shock button being pressed/stuck during the weekly self-test which resulted in the red status led and device service required prompt. The investigation examined the shock button and found it was correctly positioned and functioned as expected. The report therefore concludes that the shock button must have been inadvertently held on by some external source i.e. Item placed on top of device during storage.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has device service required message.